Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while connecting 190 series scopes to his olympus evis exera iii video system center, the unit was not displaying an image and instead producing an e204 error code during procedure preparation. According to the initial reporter, the intended diagnostic endoscopy procedure was completed using another device without any reports of patient harm.